Manufacturer narrative:
The customer informed the remote service engineer (rse) that while the device was alarming, the alarms could not be silenced and there was a chip in the touchscreen. The customer was unsure if the chip was the issue. The customer requested onsite evaluation of the device and was provided with a quote for onsite service. The customer allowed the quote to expire, refusing onsite service. No further work was performed by philips engineers to resolve the issue. In a good faith effort (gfe) response from the customer received, it was stated that the issue was resolved by another person at the customer site and the device was returned to service. The customer did not provide what was done to repair the device or what testing was completed to confirm the device had returned to full functionality. The customer also stated that they did not have the patient information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was nonresponsive during alarms. The device was reported to be in use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that while the device was alarming, the alarms could not be silenced and there was a chip in the touchscreen. The customer was unsure if the chip was the issue. The customer requested onsite evaluation of the device and was provided with a quote for onsite service. This investigation is ongoing.